Event description:
Ruptured left breast saline filled implant was recognized by pt and it was surgically removed. The pt had new saline filled implant to left breast. Also, right breast implant was intact. Both removed implants were sent to pathology with capsules. The procedure was completed without problems.